Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/26/2016 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to this issue, investigation revealed that the pump casing was cracked between the corner of the display lens and the case seal. Additionally, the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 07/26/2016.